Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had 3 cannulas bent since wednesday and it was causing high blood glucose readings. Customer treated with an injection and tested positive with little ketones. Customer had a high blood glucose level of 420 mg/dl. Customer's blood glucose was 276 mg/dl at the time of the incident. Customer stated that the infusion set cannula is bent. Customer was advised to change the infusion set and return it if possible. Customer declined troubleshooting for high blood glucose readings.